Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the battery depletion.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Troubleshooting of the AED with the distributor identified that once a software upgrade was performed and a manual self test run the AED was functioning as designed and could stay in service.

Event description:
An international distributor reported that their customer's AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. They reported this did not occur during patient use.